Event description:
The customer stated that the patient was placed on 14/6 50%. It was reported that about 8 minutes after being placed on the bipap, the mask was gradually filling with tiny water bubbles inside the tubing. It was also reported that the mask filled with water. The patient was immediately removed from the bipap.